Event description:
It was reported that following the implant of an inflatable penile prosthesis, the patient experienced a hematoma and edema that was not evaluated. At the post op appointment, the- patient still had some induration and minor fluid collection. The physician was able to cycle the device, but the patient was unable to feel the components in order to cycle the device. The physician decided to wait one more month for the swelling to subside before activating the device. At the next appointment, the physician was unable to activate and get the scrotal pump vale to open despite multiple attempts. It was difficult to pump and was slow to fill. The cylinders did not seem to be filling suggesting a mechanical issue. No further patient complications were reported.